Event description:
It was reported that the patient had a system explant on (B)(6) 2022 and during the procedure, the physician cut the penta lead and was unable to remove the entire lead, leaving a portion in the patient. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.